Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an inaccurate fill estimate was observed. During duplication testing by the distributor, the issue could not be confirmed. Additionally, it was reported that the pump battery was unresponsive. Customer¿s blood glucose level was 130 mg/dl. The customer reverted to an alternate method of insulin therapy.